Manufacturer narrative:
On jun 24, 2016 quality control manager performed a metrological analysis: the documental investigation confirmed that the device has been produced according to the specifications valid at the time of manufacture. Two 2 measures, as shown in the report, are out of specification. Additional information received on 28 june 2016 from the quality control specialist and includes: the liner was sterilized with eto gas for 24 hrs. On 01 july 2016 the (B)(4) project manager performed a visual inspection of the retrieved insert and commented as follows: the insert doesn't present any sign of damages / deformations of the 'clipping' features caused by a forced attempt to snap the insert, not properly positioned, into the baseplate. A dimensional control of the returned insert was asked. Some of the quotes that have been measured, related to the 'clipping' features of the insert, were found out of the specifications required. As confirmed by the representative sales agent, the insert had been processed after the surgery for cleaning and sterilization, before it had been sent back to medacta. Those processes could have led a possible variation of the dimensions of the insert. More details about the processes performed on the explanted insert and the relative relevant parameters have been required. Further considerations may follow after having received those information.

Manufacturer narrative:
Additional information received from the sales agent on 01 july 2016 and includes: the hospital staff confirmed the inlay was sterilized with autoclave, maximum temperature 273.6 °f, and not via eto process, as previously reported. Based on the additional information received about sterilization on 01 july 2016, the (B)(4) added the following comment to the visual inspection of the retrieved item on 04 july 2016: as confirmed by the sales agent, the inlay was sterilized in autoclave on (B)(6) 2016 just after the surgery at a temperature of about 270 *f as reported in the paper sheet. The high temperature reached during the process could have led a modification of the dimensional properties of the uhmwpe insert. Therefore it is useless to functionally and dimensionally verify the compliance of the insert to the specifications required. It is not possible to identify any possible root causes for the event. On 08 july 2016 it was prepared a final report with the information submitted in this report and in the initial one. On the same date the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on 07 march 2016: lot 146593: (B)(4) items manufactured and released on 06 february 2015. Expiration date: 2019-12-31. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk tibial tray fixed cemented size 2 left, code (B)(4), lot. 152348 ((B)(4)) (B)(4) items manufactured and released on 12 june 2015. Expiration date: 2020-04-30. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not yet received.

Event description:
During a primary knee surgery the poly insert would not clip into the tibial baseplate. The sales agent had a second poly insert which clipped into the baseplate immediately. The surgery was completed successfully. The retrieved items will be returned to medacta international for analysis.